Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The experienced senior surgeon have his 5. Rod break. This time it is with expedium poly screw system and cocr rod. Both rods are broken. This patient has been operated on 6 month ago, and have had a good training and after operation period. Operated over niveau from th1- l3 + kile osteotomy. Planned re-operation (B)(6) 2017. Implants will be returned after re-op as planned for the (B)(6) 2017.

Manufacturer narrative:
The returned device was received in two separate pieces. Rod was subsequently submitted for fracture analysis. Optical imaging of the broken rods¿ surfaces show two surface morphologies, a smooth and a grainy/rough region and progression lines which are indicative of fatigue failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. Trending was completed and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. The root cause cannot be determined from the samples and the information provided. The results from evaluation of the rod and previous fracture analysis reports have determined that a probable root cause may be fatigue failure due to heavy loads placed on the rod over an extended period of time. No issues have been identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer. No systemic trends requiring immediate action have been observed. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.